Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The subject device was evaluated. The reported "error code 102 was not confirmed. Unit was burned in for over 5 hours, error codes did not occur during testing. Lamp did not abnormally fail to ignite or go out. Based on the results of the investigation and information gathered, it was assumed that the cause of the phenomenon was the accumulation of dust. Dust may have blocked the area around the ventilation holes inside the projector, causing the internal temperature to rise. As for the cause of the phenomenon, since it has been 5 years since its production, it may be due to dust deposition due to long-term use. As stated on the IFU (instruction for use) the user manual states: if dust accumulates in the ventilation slots, clean them with a vacuum cleaner to remove it. If the product is used with dust accumulated in the ventilation slots, cooling will not be possible and the device may be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device not returned. As part of our investigation the service center followed up regarding the reported event and was informed that the biomed was with a third party biomedical company (southern eastern) that provides electrical safety test, light bulb replacements and cleaning of the customer¿s clv-190. It is unknown if the unit will be returned. An investigation is ongoing to obtain additional information regarding this event.

Event description:
The customer reported that the staff observed an ¿e102¿ error. The staff was cleaning the room at the end of the day and when shutting down the equipment this error appeared. There was no patient involvement. This report is related to complaint with patient identifier (B)(6).